Event description:
It was reported that the safeclip is not cutting needles during use with a bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: during the follow-up call on (B)(6) 2020, the patient's family reported that the needle cutter did not work approximately two weeks ago. Expresses that the needle does not fit and the needle entry hole is rusty.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 4048319; d.4. Medical device expiration date: na; h.4. Device manufacture date: 2014-04-04.

Manufacturer narrative:
H.6. Investigation: customer returned a video of a bd safe clip. Customer states that the needle cutter did not fit, the cutter didn¿t work, and the entry hole is rusty. The attached video was examined and exhibited the safe clip not being able to properly cut the cannula of a pen needle. It is difficult to determine if the cutting hole is clear or if the cutter is not damaged solely from the attached video. DHR was performed and there were no deviations of the device specifications, product process and packaging specifications, the quality assurance testing procedures, sterilization specficiations and customer specifications.

Event description:
It was reported that the safeclip is not cutting needles during use with a bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: during the follow-up call on july 30, 2020, the patient's family reported that the needle cutter did not work approximately two weeks ago. Expresses that the needle does not fit and the needle entry hole is rusty

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the safeclip is not cutting needles during use with a bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: during the follow-up call on july 30, 2020, the patient's family reported that the needle cutter did not work approximately two weeks ago. Expresses that the needle does not fit and the needle entry hole is rusty.